Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 0.100 ng/ml, patient 2 = 0.310 ng/ml, patient 3 = 0.098 ng/ml, patient 4 = 0.148 ng/ml, patient 5 = 0.123 ng/ml, patient 6 = 0.230 ng/ml, patient 7 = 0.090, 0.100 ng/ml, patient 8 = 0.284, 0.059, 0.061 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. The expected vitros trop I es result (patient 1 = <0.012 ng/ml, patient 2 = <0.012 ng/ml, patient 3 = <0.012 ng/ml, patient 4 = <0.012 ng/ml, patient 5 = <0.012 ng/ml, patient 6 = <0.012 ng/ml, patient 7 = 0.017 ng/ml, patient 8 = <0.012 ng/ml) was determined for each patient sample based on repeat testing. In addition, a non-reproducible higher than expected vitros trop I es result (1.16 ng/ml versus expected <0.012 ng/ml) was obtained from a known troponin free sample fluid run during performance testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results for patients 3 and 4 were initially reported out of the laboratory and the patients were admitted to an alternate hospital. Corrected reports were issued for both patients based on the repeat testing. The higher than expected vitros trop I es results were not reported out of the laboratory for the other patient samples in question. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer made repairs to multiple instrument subsystems over the course of two service visits to return the instrument to expected operation. Following completion of all service actions, acceptable vitros trop I es performance was observed. There was no evidence of a reagent malfunction based on acceptable vitros trop I es quality control results obtained near the time frame of the event. In addition, the patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause of this event is most likely instrument related. Improper pre-analytical sample processing cannot be ruled out as an additional contributing factor.